Event description:
After an implantation period of approx. 86 months, oversensing with inappropriate therapies was reported. During the revision an insulation damage was noted. Furthermore, a coin size burn mark on the ICD can was observed. The lead and the ICD were explanted.

Manufacturer narrative:
The lead and ICD were received for analysis. Linox smart sd 65/18. Upon receipt the lead was found cut 18.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The visual analysis revealed that 15 cm distal to the is-1 connector pin, the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing and the inappropriate shock. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed proximal shock coil most likely occurred during the extraction procedure due to tensile stress. Lumax 640 vr-t promri. Upon receipt, the ICD was interrogated, revealing the mol1 battery status. The device was implanted for 85 months and 38 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular and farfield channels, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Based on the morphology of the noise signals, these might have resulted from external influences as well as from the implanted lead. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed, leading to multiple shock deliveries. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.